Manufacturer narrative:
H3. Product analysis findings: the echelon-10 micro catheter and rist catheter were returned for analysis. The model and lot numbers for the rist catheter were not provided; therefore, any contributing factors could not be assessed. The echelon-10 total length was measured to be ~157.1cm. The echelon-10 useable length was measured to be ~149.0cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub. The catheter body was found to be kinked at ~118.2cm from separated end. The tubing material of the catheter separated end exhibited with stretching, jagged edges with the elliptical wire exposed and the inner lining extending for ~0.1cm from separated end. The rist catheter total length was measured to be ~98.7cm. The rist useable length was measured to be ~94.4cm. Upon visual examination, no issues were found with the rist hub. The catheter body was found to be kinked at ~91.7cm, ~57.2cm, ~36.9cm, ~22.0cm and at ~17.2cm from distal tip. Upon visual examination, no issues were found with the rist hub or distal tip. The rist catheter was unable to be used for resistance testing due its damaged condition and the model and lot numbers were not provided. Based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. The broken end of the catheter exhibited with plastic deformation (stretching and jagged edges) which indicate that the catheter separated when exceeding the tensile strength of the tubing material. In this event, user error likely contributed to the event as it was reported the echelon-10 micro catheter tip was stuck within the rist catheter when removed and then separated. Based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ could not be confirmed, and the root cause could not be determined. The catheter could not be used for resistance testing due to its damaged condition. Possible contributing factors to ¿catheter resistance¿ include the use of an incompatible device, severely tortuous patient anatomy, failure to prepare the ancillary devices prior to use, and insufficient catheter flush. Based on the reported information and the device analysis the customer¿s report of ¿catheter kink/damage¿ was confirmed as the catheter was found to be kinked. The cause for damage could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that no attempt was made to retrieve the sheared portion of the echelon microcatheter. The cause of the echelon shear was thought to be due to the rist catheter kink.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the rist catheter became kinked in the middle segment, which was noticed upon removal. The distal tip of the echelon catheter also sheared off and traveled into the aneurysm. The physician attempted to further advance another echelon but felt resistance in the mid-point of the rist which is when they realized it might be kinked, and the device was removed. The system was removed and replaced and there was no further incident. The devices were prepared as indicated per the IFU and there were no related patient symptoms. It was noted that the patient's vessel tortuosity was minimal.